Manufacturer narrative:
The rapid infuser, ri-2 has been returned to belmont for investigation; evaluation of the unit is in process. The user facility reported that the ri-2 exhibited an "occlusion" alarm, however there is no error that displays "occlusion" as an alarm message. The alarm that most likely occurred was either a "heating fault" alarm or an "over temperature" alarm. In the event of a "heating fault" alarm, the ri-2 displays the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists" and in the event of an "over temperature" alarm: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions, including "check disposable set and flow path for occlusions" in the event of both heating fault and over temperature alarms. When the ri-2 detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. It was reported that the disposable set was discarded at the hospital, and the user facility was unable to provide the lot number of the disposable set involved. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule and instructions provided in the operator's manual, as dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit "heating fault" and/or "over temperature" alarms. Without results of the investigation, a root cause of the reported alarm cannot be established. The manufacturing records for this ri-2 serial number were reviewed and no anomalies were identified. It was reported that the procedure was paused and another rapid infuser was brought in to finish the case; there was no harm to the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the rapid infuser, ri-2 experienced an "occlusion error" during a case. The procedure was paused and another rapid infuser was brought in to finish the case; there was no harm to the patient.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. We were unable to confirm the report of an occlusion alarm, however upon receipt it was noted that the mounting screws on the valve motor assembly were broken, which caused the unit to exhibit a "valve fault" alarm. A root cause of the broken mounting screws could not be established. The associated disposable set was discarded at the hospital and the user facility was unable to provide the lot number, therefore a thorough investigation into the disposable set is not possible. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual also provides possible conditions and additional recommended operator actions. The manufacturing records for this ri-2 serial number were reviewed and no anomalies were identified. It was reported that the procedure was paused and another rapid infuser was used to finish the case; there was no harm to the patient. Belmont is unable to determine a root cause of the reported incident based on the information available. We will continue to monitor and trend similar reports of this nature and take further action if required.